Manufacturer narrative:
An event regarding armd involving a centpillar stem was reported. Corrosion was confirmed on the returned stem. Armd could not be confirmed, medical records are needed to confirm. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar) the mar concluded: "damage and debris was observed on the trunnion of the stem. The damage was consistent with explantation. Eds was performed on the stem and debris. The stem was consistent with tmzf alloy. The debris was consistent with the hip stem and a corrosion product. No material or manufacturing defects were observed on the surfaces examined." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology report, operative reports, x-rays, patient history, progress notes are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Tha of right femur was conducted on (B)(6) 2007. It was reported that armd became obvious with age and the patient developed dislocation as a result of soft tissue disruption. Revision was required because the gluteal muscle which is the limbus supportive tissue was dissolved. Revision plan: (B)(6) 2016.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
Tha of right femur was conducted on (B)(6) 2007. It was reported that armd became obvious with age and the patient developed dislocation as a result of soft tissue disruption. Revision was required because the gluteal muscle which is the limbus supportive tissue was dissolved. Revision plan: (B)(6) 2016.